Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone13.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room on (B)(6) 2025 due to persistent high glucose levels. The op5 application crashed and would not respond. The patient's blood glucose levels reached 471 mg/dl while wearing the pod. The patient was treated with intravenous fluids and 8 units of subcutaneous insulin lispro (humalog).

Manufacturer narrative:
The case description states that the user reported their application was frozen. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the ios log files showed of repeated user-actions; however, it could not be determined whether the application was frozen or prevented the user from executing certain commands. The logs show the change pod button being pressed 8 times on the date of occurrence; however, this pod was not successfully deactivated within the available log files. Each time the change pod button was pressed, the application subsequently entered the background. It could not be determined if the application or the user's phone was frozen or preventing successful deactivation of the pod. The application log files contain records between the change pod button being pressed and the application entering the background, indicating the application's processing was not frozen during these instances. The cause of the reported event could not be determined.